Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
4524-53 lead implanted (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a known issue of low impedance. The lead remains in use. No patient complications have been reported as a result of this event.